Event description:
The reporter stated the surgeon inserted cq2015 collamer three piece lens and the lens tore. The lens was removed with no patient injury, no enlarged incision or sutures.

Manufacturer narrative:
Results-visual inspection of the returned product found the lens optic torn into pieces. One haptic was torn off. There was evidence of clear surgical residue. Conclusions: - based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. Is should be noted that the injector and cartridge were not returned for evaluation.